Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was using the screwdriver to apply some torque to screws during a procedure on (B)(6) 2015 when the tip of the screw became damaged. As a result, the surgeon was not able to lock the screws. Another drive was available to complete the procedure. A ten (10) minute delay was noted. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. This report is for one (1) unknown screw. Implant/explant date: unknown. The 510k: unknown as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.